Event description:
It was reported the during a ptca/stent procedure, the guide wire could not be advanced across the lesion. Another company's guide wire was advanced past the original wire to cross the lesion (off label use), and the wire was successfully advanced. Resistance was met while attempting to remove the other company's guide wire, and considerable force was used to remove it. Upon removal and inspection of the original guide wire, it was noted that the guide wire tip had separated. The guide wire tip was found in the guiding catheter. Reportedly the second guide wire had become entangled with the first guide wire, and was separated during the removal process. No additional info was provided. No pt injury was reported.